Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the device was explanted and replaced. The patient was stable following the procedure.

Event description:
The device was noted to be in backup mode following inappropriate shocks due to noise on a non-abbott right ventricular (rv) lead. The device image was received and analyzed and it was suspected that the inappropriate shocks led to the device going into backup mode. A device download was performed and defibrillation therapy was deactivated. Device replacement is anticipated. Further information has been requested but has not been received.